Event description:
It was reported that the right ventricular lead was intermittently oversensing t waves. The sensitivity was reprogrammed, the oversensing resolved, and the lead remains in use. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).